Event description:
The patient contacted animas on (B)(6) 2012 and stated that the ok, up and down arrow keypad buttons were sluggish, hard to press, and required multiple presses to elicit a response. The patient stated the contrast button was unresponsive and the keypad rubber was peeling from the contrast to the ok button. The patient reportedly wore the pump in a case attached to a belt and cleaned it with a q-tip and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn from the contrast button extending down to and across the down arrow button with the button contacts exposed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast button was unresponsive. The ok, up arrow and down arrow buttons had intermittent response and required multiple pressed with increasing force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.